Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure to reposition the pump. No components were explanted or implanted. No information about the patient's outcome was provided.